Manufacturer narrative:
The device has not yet been returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. The loading device was not returned. The tension spring assembly and anchor tab were located inside the tube of the delivery device. The seal was extended outside of the delivery tube; it remained anchored to the tension spring assembly. The green slide lock was locked and white plunger was not depressed on the delivery device. Based upon the eval results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery harvesting procedure, the heartstring iii seal failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any pt effects.